Manufacturer narrative:
(B)(4). The customer returned one hemodialysis catheter for analysis. Signs-of-use in the form of biological material was observed on the proximal luer hub. Visual analysis revealed that the distal extension line was severed. Microscopic examination revealed that the point of separation was smooth and uniform indicating that contact with sharps caused or contributed to this event. Further analysis of the returned sample revealed that the proximal and distal extension lines are not the same length, which contradicts the catheter graphic. The distal extension line appeared much shorter. Therefore, it was determined that the distal extension line was cut twice, and the severed portion was not returned for analysis. The distal extension line outer diameter measured 4.71mm, which is within the specification limits of 4.70mm-4.80mm per the extension line extrusion graphic. The distal extension line inner diameter measured 2.946mm, which is within the specification limits of 2.90mm-3.00mm per the extension line extrusion graphic. The portion of the distal line threaded luer that was returned/present measured approximately 49mm per measurement a in the extension line threaded luer graphic. This indicates that approximately 15mm of the extrusion was severed and not returned for analysis. A manual tug test confirmed that the proximal and distal extension lines were secure within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user "do not suture directly to the outside diameter of the catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line was severed. Further analysis revealed that the distal extension line was not the same length as the proximal extension line, as seen in the catheter graphic. Therefore, it was determined that the extension line was cut twice, and the severed portion was not returned for analysis. The catheter met all relevant dimensional and functional requirements, based on the customer report and the sample received, the root cause cannot be determined as the severed portion was not returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the lure hub was separated from the extension line.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the lure hub was separated from the extension line.